Event description:
During the freeze/thaw pre-testing probe number 2 froze back the entire length of the shaft. No contact with the pt.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.